Manufacturer narrative:
Supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) shut down. Upon powering back up the pump, an error message indicated that the safety disk needed to be replaced. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, investigation conclusions).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (device return date), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, component codes, investigation findings, investigation conclusions) h11, it was reported that during use the cardiosave intra-aortic balloon pump (iabp) shut down and when powering back up the pump, an error message indicated that the safety disk needed to be replaced. Patient involved and no harm reported. A getinge field service engineer (fse) could not duplicate shut down issue. Found multiple one wire lan errors in error log. Configuration was only showing video gen and display boards. Replaced exec board and backplane board and problem persisted. Finally troubleshot the failure to the power slot interface board which appears have saline damage to it. Replaced board. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0997-00-1189 slot interface board serial number (B)(6) part number 0670-00-0770 exec processor board serial number (B)(6) part number 0670-00-1163 backplane board serial number (B)(6) these parts were received with a reported unit failure of pump shut down. The failure analysis and testing dept. Performed a visual inspection and observed heavy saline on part number 0997-00-1189 slot interface board serial number 17 03302 15_swemco. The fat observed saline on part number 0670-00-1163 backplane board serial number (B)(6). The fat also observed saline on part number 0997-00-1189 slot interface board serial number (B)(6). Please note: a microscope was used to examine the boards. Please see attachments. Due to the saline on the boards, the fat dept. Cannot investigate this complaint any further. Probable cause of the shutdown complaint was the saline when it spilled on all three boards. Retaining the boards in the fat dept. Per procedure number (B)(4).

Event description:
N/a.